Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device manufacture date - device manufacture date is unavailable

Event description:
It was reported that the patient presented to the clinic for follow up. Upon device interrogation, it was noted that the chronic right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate automatic mode switch (ams) episodes. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.